Event description:
Customer reported being hospitalized for high blood glucose. No blood glucose level was provided at the time of the call. Troubleshooting was performed, and found that the insulin pump's time was off. The customer was advised of the importance of having accurate time in the insulin pump. Performed the displacement test and the high pressure and both passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.